Manufacturer narrative:
(B)(4) distal flange of stent failed to expand. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a necrotic pancreatic pseudocyst during a gastrostomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the scope was heavily torqued and flexed and there was difficulty advancing the delivery system through the working channel of the scope. After advancing the device to the target site in the stomach, electrocautery was applied but failed to work. Reportedly, it was difficult to maintain the connection of the active cord to the delivery system. After manipulating the active cord, the delivery system was successfully advanced into the pseudocyst. The physician then deployed the first flange of the device, but upon eus imaging, it appeared that the first flange had failed to expand. It was noted that upon retracting the delivery catheter into the stomach, the first flange successfully expanded. The stent was then removed from the patient partially deployed on the delivery system and the procedure was completed with another hot axios stent and delivery system. There were no patent complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.